Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was found through a review of the event history log by the presence of multiple 'downstream occlusion!' Alarms however the log cannot be used to distinguish true and false alarms. Testing of the device found it to be within specification and the customer reported issue could not be reproduced. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.